Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing hub leaking event on (B)(6) 2025. There was a hole in the tubing. The infusion set was in use for two days. The blood glucose level was 555 mg/dl and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-13983), was submitted on 19-sep-2025. Upon completion of the investigation, the manufacturing date was updated as 09-may-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record: (B)(4). The batch 6013127, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6013127 was manufactured according to the work instruction (wi) version 30 and manufactured in the line l1 on 09-may-2025, with a total of 23,100 units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: gluing of tubing of the lot 5d05155 was manufactured according to the wi version 61 and manufactured in the machine l1, on 09-may-2025, with a total of 23,700 units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.